Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that his customer states that this back has "flopped around" since they've owned it.